Event description:
Reference number (B)(4). Event occured in the united arab emirates. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2025. The blood glucose level was 350 mg/dl at the time of event and the patient got treated withmanual injection. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag the trips and alerts according to the omqr procedure.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number (3003442380-2025-14440), was submitted on 30-sep-2025. However, based on the investigation on 18-jan-2026 and clinical review performed on 23-jan-2026, it was found that the serious injury was not related to the infusion set and there is no allegation on the unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.